Manufacturer narrative:
(B)(4). The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia, and/or fractured back. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400; 14421-aw rev h 01/16. Introduction/page x: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Checking your blood glucose 7/page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell to 39mg/dl while wearing the pod for an unknown duration on the abdomen. Patient reported getting out of bed, "passed out," and falling. Sugar water, chocolate, and orange juice were consumed as self treatment. Bg "came back up," therefore, patient did not seek medical assistance. Approximately 3 months later, patient visited her physician and was diagnosed with a fractured back, due to her reported fall. It should be known that patient was using u-500 insulin as she was "insulin resistant." It should also be known that patient had previously established "spine issues." The device is no longer available, therefore, no lot/sequence number could be provided.